Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by diarrhea. The cause of the peritonitis was not reported. The patient was hospitalized for the event and it was reported the patient was to be discharged 10 days after hospital admission. Treatment, action with pd therapy and patient outcome were not reported. No additional information is available.